Manufacturer narrative:
We received 12 sealed pouches printed aa6114 lot n°4511108 containing 2 ways folysil catheter with green valve printed "14-10ml-4511108". We inflated them with 12ml of sterile water and we noticed that they were all already asymetric. We put them in simulation for 14 days. At the 14th day , we got them out and they were still inflated asymetrically. Only one sample was not conform as we collected only 2ml of water from the 12ml initially injected. We tested the water flow rate for all of them and it was conform to our specification except only 2 were not conform. One was because the flow rate was 13.78l/h where specification requires a minimum of 19l/h. The other one burst just before submitting it to the water flow rate. However we consider the root cause of balloon asymetry to be due to material. Our rmf identified the described risk as n°21413, 21414, 21415, 21616, 21623 & 21625 and it is in the green area which is considered acceptable. Based on the above this complaint is confirmed as a product defect.the balloon asymetry issue for this product family is monitored on a monthly basis and it is 1ppm during the last 12 months which is considered acceptable compared to the treshold of 25ppm. Checking the documentation process revealed that the finished product aa61141002 (lot n°4511108) was made on june 2015 for 1945 pieces which expire on february 2020. Checking the quality databases revealed the balloon asymmetry issue is known.

Manufacturer narrative:
Conclusion not yet available - evaluation in progress.without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, problem at the level of the urinary catheter balloon that inflates in only one part. Several catheters tested , recurring problem. Balloon which does not inflate sufficiently and does not allow the urine to flow properly. Block problem occurred during a cesarean section - no clinical consequences.